Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the bottom y-site; it was dripping out of the y-port. This was observed during etoposide patient infusion. It was further reported that the tubing had unspecified chemotherapy adapters at the connection site to the patient and from the drug to primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.